Event description:
Pt developed unilateral leg & knee pain with difficulty moving ankle after tummy tuck and thigh liposuction surgery. Intermittent pneumatic compression device with calf-length garments in use intra-operatively.